Event description:
A hospital (B) (6) reported a heater wire fault with a quantity of 2 rt227 infant breathing circuits. They reported the respiratory humidifier was alarming. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This device referred to in the event description is not sold in the USA, but is similar to a device that is. The returned devices are currently being investigated by fisher & paykel healthcare (B) (4) office. We are currently seeking more info regarding this event. We will provide a follow up report.